Event description:
It was reported that when the device was received, the sales unit was damaged and sterility may be compromised. No pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.